Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed.

Event description:
Pre-surgical check, patient was not in operating room at the time of discovery. Upon inspection, drill bit was found to not have been machined properly - some cutting flutes were missing or not properly spiraled. Hospital staff disposed of the device and rep has no pictures of it.